Event description:
It was reported that a malfunction occurred on the customer's pump without any notable events prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use mdi as backup therapy for insulin delivery and was provided with a replacement pump with updated software by technical support. Instructions were given to return the malfunctioning pump to tandem.